Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. It was noted that the patient also has a balloon pump. Troubleshooting was performed and the noise could not be re-produced. Technical services (ts) was consulted for device date review. Ts reviewed and confirmed there was noise not long after implant on the shock electrogram (egm) and right ventricular (rv) egm which was being oversensed however, there was no inappropriate therapy as a result. The noise does not appear to be impacting the rv/lv pacing percentage. Ts provided troubleshooting options as suggested replacing the lead if the noise is reproducible. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued. Labeling review: review of the available information indicates that this device was used according to the instructions for use (IFU). Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. It was noted that the patient also has a balloon pump. Troubleshooting was performed and the noise could not be re-produced. Technical services (ts) was consulted for device date review. Ts reviewed and confirmed there was noise not long after implant on the shock electrogram (egm) and right ventricular (rv) egm which was being oversensed however, there was no inappropriate therapy as a result. The noise does not appear to be impacting the rv/lv pacing percentage. Ts provided troubleshooting options as suggested replacing the lead if the noise is reproducible. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed however, the noise could not be recreated. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field d6a. Implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. It was noted that the patient also has a balloon pump. Troubleshooting was performed and the noise could not be re-produced. Technical services (ts) was consulted for device date review. Ts reviewed and confirmed there was noise not long after implant on the shock electrogram (egm) and right ventricular (rv) egm which was being oversensed however, there was no inappropriate therapy as a result. The noise does not appear to be impacting the rv/lv pacing percentage. Ts provided troubleshooting options as suggested replacing the lead if the noise is reproducible. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed however, the noise could not be recreated. At this time, the device remains in service. No adverse patient effects were reported.